Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 6cm pre-operative abdominal aortic rupture. Vessel morphology was not reported. The patient presented emergently with a pre-op rupture. The patient had another manufacturer's tube graft sewn in approximately 20 years ago. The physician decided to treat the patient by adding an endurant stent graft to the existing graft; however, the physician had difficulties cannulating the gate due to the rupture. The physician proceeded to convert the device to an aui and the procedure was completed successfully. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4). Evaluation codes, conclusion: off label-unapproved or contraindicated use of device ( pre-op rupture). (B)(4).